Event description:
They placed a premicath catheter in the patient's arm until 10 cm were in place, when the catheter stopped. They tried to remove the stylet, which failed. Upon the attempt to withdraw the catheter the catheter ruptured and a 10 cm fragment remained in the patient's arm as ultrasound and x-ray showed.

Manufacturer narrative:
The device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.